Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra transcatheter heart valve, the valve was successfully implanted, but difficulties were encountered when withdrawing the commander delivery system through the esheath+ as the device was getting caught at the distal tip and the balloon was crushed. The esheath+ was torn and the inner and outer part were separated 10 cm long. In addition, the commander delivery system was kinked close to the nose tip, and the distal tip was damaged. The femoral artery was injured (short dissection and the intimal layer of the vessel was scraped on few centimeters) and had to be surgically repaired. Patient was in stable condition post-surgery.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was fully expanded. The tip was opened and split. The liner was fully delaminated. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: presence of tortuosity within patient's vasculature. The esheath+ liner was noted to be fully delaminated at the distal end. The c-marker band was present and attached to the liner. The sheath shaft was twisted and kinked. In this case, the reported event of sheath distal tip split, and liner delamination were confirmed per evaluation of returned device and provided imagery. No manufacturing nonconformance was identified during evaluation. A review of the device history report and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. In addition, the 3mensio imagery revealed tortuosity within the patient's vasculature. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Furthermore, tortuosity can subject the sheath to suboptimal angles that can lead the delivery system to catch onto the tip during withdrawal and potentially leading to the split tip. Finally, procedural factors such as withdrawal of a delivery system with an altered balloon profile (residual fluid) can lead to the system catching onto the sheath distal tip. As such, available information suggests that procedural factors (residual fluid, device manipulation) and/or patient factors (calcification, tortuosity) may have contributed to the complaint event. As per device evaluation, the esheath+ liner was delaminated. Patient and/or procedural factors can contribute to circumferential delamination of the sheath liner during withdrawal of the delivery system. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system catching onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification and/or tortuosity near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. In this case, difficulty retrieving the commander delivery system through the esheath due to residual fluid in the balloon was encountered. In addition, as per imagery evaluation, the patient's access vessel presented tortuosity, and device evaluation revealed scratches along sheath shaft. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (residual fluid, device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.